Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported, "my implant has failed 3 times in the last 9 years". This record is for the left side. The device has been explanted.